Manufacturer narrative:
The customer report of failing preventive maintenance was confirmed during servicing activities. This reported event and subsequent repairs were investigated through the service repair process. There were multiple proximate causes of the customer report of failing preventive maintenance. They are as follows: the right and left iui's were found to be corroded. The iui's must be replaced when signs of corrosion are observed. The membrane frame was confirmed to have fluid contamination. The door latch sear was confirmed to be broken due to customer damage. The door assembly was found to be broken due to customer damage. The rear case was found to be broken due to customer damage. The bezel assembly was found to be broken due to customer damage. The upper and lower pressure transducers were confirmed to have electrical failures.

Event description:
It was reported that the device had an accuracy - low (volume, temp, pressure) issue.

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of failing preventive maintenance was confirmed during servicing activities. There was no reported patient injury. This device is used for therapeutic purposes.